Event description:
Note: this MFR report pertains to the third of five devices that were used during the same procedure. Refer to associated MFR report #3005099803-2008-3205, #3005099803-2008-3207, #3005099803-2008-3219, and #3005099803-2008-3223 for a description of the other devices. It was reported to boston scientific corporation in early 2006 that a flexima biliary stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed a week prior (a female patient; weight is unknown). According to the complainant, during preparation, it was noticed that "the introducting catheter was dry rotted, it broke off and was brittle." There were no patient complications reported as a result of this event.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted. Other: product unavailable for analysis.